Event description:
On (B)(6) 2014 - broken sherlock wire, removed from the patient. On (B)(6) 2014, an x-ray is available which shows the wire still in the catheter and is appears there is a flaw to the wire at approximately 4cm, which is the length of the wire that was retrieved. A photo is also available of the wire as it existed prior to shipping to bard. The bend is in the wire noted in the photograph occurred during the removal process; the bend in the wire was not there prior to retrieval.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history (lhr) of reyf0416 showed no other similar product complaint(s) from these lot numbers.